Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. A field service engineer (fse) spoke with the facility and impressed the importance of properly reprocessing the subject device using the indicated methods from the instructions for use (IFU). Facility state that they would consider improving their operations in the future. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the endoscope reprocessor displayed error e99. It was suspected that the error occurred because the number of oer-4 device used at the facility has increased sharply recently and acecide was replaced once a week. In addition, it was indicated, the acecide concentration check was not performed, and even after e99 occurred, the scope was reprocessed and used for the next patient. There was no harm or user injury reported due to the event. This report is one of two (patient identifier: (B)(6)).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to incorrect reprocessing. The following information is stated in the instructions for use (IFU): ¿chapter 3 inspection before use. 3.9 checking the disinfectant solution concentration level. On reprocessing an endoscope, always use an acecide checker or a portable concentration checker to check that the disinfectant solution is at an effective concentration. Please be sure to replace the disinfectant solution before the disinfectant effect disappears.¿ olympus will continue to monitor field performance for this device.